Event description:
The customer reported 0.5 ml of clear fluid and blood leaked from the probe of the coulter lh 500 hematology analyzer while performing patient samples in open vial mode. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The operator was wearing the personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the probe rinse block (rb1) travel distance failure. The fse replaced the blood sampling valve (bsv) to resolve leak issue. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).